Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, we are unsure why the valve is leaking.

Event description:
A male patient was undergoing aaa repair in 2007. During the procedure when the physician removed the iliac leg graft delivery system prior to sealing of the attachment stents, copious bleeding occurred out of the hemostatic valve with only the .035 wire guide left within the sheath. This happened with both iliac leg graft systems (refer to 1820334-2007-00323). Blood transfusion was performed postoperatively. No problem with the patient's condition.